Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient observed in the morning, that the tubing came out of the part that was in her body. The patient was unsure when it happened, and location of detachment was close to the site. The infusion set was located on right side of the body near the abdomen . The patient was using infusion for one and a half day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.